Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, arrhythmia, hypotension, hypokalemia, pain, cardiac arrest and subsequently expired on july 22, 2011 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number: 1225714-2013-03018.